Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type lead; product ID 3550-29, serial # unknown, product type accessory. The ins (serial # (B)(4)) was returned and analysis found no anomalies with the neurostimulator. The lead (serial # (B)(4)) was returned and analysis found the conductor of the lead body to be broken at the anchor site.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported troubleshooting assistance was needed for an impedance issue. The representative ran the impedances at 0.7 and 1.5 volts. At 0.7 volts, all electrodes were high. At 1.5 volts, all electrodes paired with 0 were >2,000 ohms. At reference 1, only 2, 3 and 5 were in normal range. At reference 2, only 1, 3, 4, 5 and 6 were in normal range. Group impedance at 1 volt: a1 >4,000 0.088, a2 >4,000 0.132, a3 625 1.548, a4 >4,000 0.121. The implantable neurostimulator (ins) was on. The patient reported the battery stopped working; the patient felt intermittent stimulation and shocking. Stimulation was not felt on programs a1, a2 or a4. The patient was able to get some slight stimulation on a3, but only when physically pulling at the ins/lead connector site. There were no falls or trauma related to the issue. The patient did not experience symptoms (shocking) when the ins was off. Using a clinician programmer, there were high impedances of >40,000 ohms. The patient complained of shocking and could not test above 1.5 volts. The shocking was considered sudden in nature and the location was not noted. The patient was not receiving therapy benefit. There was no attempt to reprogram the patient. An x-ray was taken and there were no obvious breaks or factures. The representative mentioned a tight loop distal to the anchor in the lead. The stimulation was turned off and a consult with the surgeon regarding revision was scheduled. The indication for therapy was post lumbar laminectomy syndrome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion code applies to the lead. The previously reported conclusion code no longer applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.